Manufacturer narrative:
The ge field engineer (fe) found that the system was working properly when he arrived on site. The investigation revealed that the alleged float was highly intermittent as a result of improper and intermittent seating of the optical switch flag on the optical sensor. The fe readjusted the flag and verified that the table was working nominally.

Event description:
It was reported the table locks did not actuate when the foot pedal was released, causing the tabletop to unexpectedly move in both longitudinal and lateral directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.